Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The product was not used in a patient. The customer has provided additional images of the product packaging. It can be seen that the outer box and vial have been opened. The vial is empty. The circumstances of device delivery cannot be verified from these images. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the doctor opened the box of the implant and the implant and the package was empty. Inside the blister there were no implant. Doctor indicated they finished the procedure using other implant. The reported complaint could not be verified with the information provided regarding delivery of the device. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title, first name, last name, and email address are not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
It is reported that there was no tsvb13 implant in the implant package. The blister was empty. Doctor indicated they finished the procedure using another implant from stock.